Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice. The customer changed the infusion set and stated that the cannula was not bent just barely curved and she could see insulin in the tubing. Customer changed the infusion set but not the reservoir just before calling. Blood glucose was 268 mg/dl. Customer was advised to perform fixed prime; insulin did not exit. She was instructed to disconnect and reconnect the reservoir and infusion set at the tubing connector and manually prime; insulin did exit the tubing. She was then advised to rewind, reinsert the reservoir and perform manual prime; insulin did exit. Customer was advised that the insulin pump is working as designed and the alarm was caused by a set/reservoir occlusion, reservoir may have been occluded. Customer also mentioned she changed the sensor because it kept alarming for low glucose; it was reading 69 mg/dl while her blood glucose was 130 mg/dl.